Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the display screen on the customer's insulin pump is frozen on the prime screen. Customer's blood glucose level at the time 18mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to protruded and loose drive support disk. No frozen screen noted. Insulin pump received with minor scratches on display window, broken belt clip slot and broken reservoir tube lip. Insulin pump was unable to prime during the prime test due to protruded and loose drive support disk. No frozen screen noted. Insulin pump received with minor scartcehs on display window, broken belt clip slot and broken reservoir tube lip.